Event description:
It was reported there were impedances less than 250 ohms and greater than 4000 ohms. Patient was not getting good therapy on right side of their body. The patient did not note when this started and they denied any falls or trauma. It was noted the patient had some therapy because they shook more when the impedances were run. Impedances for the right lead were within normal range. Follow up reported there were open circuits for all contacts 0-3 on left lead. It was noted there was a connection issue at the adaptors and generator. X-ray was done on (B)(6) 2013 and was noted as ¿negative.¿ the patient right side of their body had a loss of symptom control status post stimulator change. It was noted the patient went to the physician for a second opinion on the generator placement.

Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v009876, implanted: (B)(6) 2006, product type: lead. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v009876, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).